Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our mobile tables ¿ alphamaxx (460 mm longit. Shift), EU. As it was stated, at the end of surgical procedure, base of the table dropped on the surgeon's foot. According to the provided information, there was a steel trolley next to the table. The base could have been lifted from the floor during downward height adjustment of the table. Once the trolley slid away, the base of the table dropped. The patient was not harmed and the surgical operation was not disturbed. The surgeon was taken into the a&e department. The information regarding the surgeon's outcome was requested, however, no further details have been received by the time of reporting. We decided to report the issue in abundance of caution based on the potential for serious injury if the situation, namely base of the table dropping on the user's foot, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables 113322b4 - alphamaxx (460 mm longit. Shift), EU. According to the provided information, a steel trolley was placed next to the table. The nurse suspected that the base was lifted from the floor during the downward height adjustment of the table when hooked against the mentioned trolley. Then, the trolley slid away and the base of the table dropped (about 2 cm according to the witness of the event). In consequence, the surgeon¿s foot was pressed by the base of the table. The photo attached to the complaint record confirmed that the surgeon's left foot was set under the base of the mobile table at the moment of the event. There was no serious injury reported, however, we decided to report the issue in abundance of caution based on the potential of serious injury if the situation, namely pressing of the staff's foot due to unintended downward movement of the base of the table, was to reoccur. The getinge technician examined the affected table. No malfunction within the operating table functions or parts was discovered. With the information gathered as a result of the root cause analysis performed, we conclude that the reported issue was caused by user error related to non-compliance with user manual. In the user manual (IFU 1133.22 16 en, page 26) the user is warned to ensure that there are no objects located under the or table base before putting down the or table. During lowering the or table, the user should keep a sufficient distance from the or table base. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no actual malfunctions were found it was considered that the getinge device was up to specification. There were no similar complaints found in the last 5 years related to this issue investigated here, therefore, it appears to be isolated to this single occurrence, when considering this particular device range, thus the investigated issue is considered an isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however, as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h6 health effect ¿ clinical code and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b5 describe event or problem: on 13th january 2023 getinge became aware of an issue with one of our mobile tables ¿ alphamaxx (460 mm longit. Shift), EU. As it was stated, at the end of surgical procedure, base of the table dropped on the surgeon's foot. According to the provided information, there was a steel trolley next to the table. The base could have been lifted from the floor during downward height adjustment of the table. Once the trolley slid away, the base of the table dropped. The patient was not harmed and the surgical operation was not disturbed. The surgeon was taken into the a&e department. The information regarding the surgeon's outcome was requested, however, no further details have been received by the time of reporting. We decided to report the issue in abundance of caution based on the potential for serious injury if the situation, namely base of the table dropping on the user's foot, was to reoccur. Corrected b5 describe event or problem: on 13th january 2023, getinge became aware of an issue with one of our mobile tables ¿ 113322b4 - alphamaxx (460 mm longit. Shift), EU. As it was stated, at the end of the surgical procedure, the base of the operating table dropped on the surgeon's foot. According to the provided information, there was a steel trolley placed next to the table which most likely caused the base being lifted from the floor during downward height adjustment of the table. Once the trolley slid away, the base of the table dropped. The patient was not harmed and the surgical operation was not disturbed. The surgeon was taken into the a&e department and x-ray was performed. As it turned out, the surgeon sustained no injuries due to the incident. There was no serious injury reported, however, we decided to report the issue in abundance of caution based on the potential of serious injury if the situation, namely pressing of the staff's foot due to unintended downward movement of the base of the table, was to reoccur. Previous h6 health effect ¿ clinical code: others/insufficient information//4580. Corrected h6 health effect ¿ clinical code: others/no clinical signs, symptoms or conditions//4582. Previous h6 health effect ¿ impact codes: insufficient information///4648. Corrected h6 health effect ¿ impact codes: unexpected diagnostic intervention/imaging required//4639.

Event description:
On 13th january 2023, getinge became aware of an issue with one of our mobile tables ¿ 113322b4 - alphamaxx (460 mm longit. Shift), EU. As it was stated, at the end of the surgical procedure, the base of the operating table dropped on the surgeon's foot. According to the provided information, there was a steel trolley placed next to the table which most likely caused the base being lifted from the floor during downward height adjustment of the table. Once the trolley slid away, the base of the table dropped. The patient was not harmed and the surgical operation was not disturbed. The surgeon was taken into the a&e department and x-ray was performed. As it turned out, the surgeon sustained no injuries due to the incident. There was no serious injury reported, however, we decided to report the issue in abundance of caution based on the potential of serious injury if the situation, namely pressing of the staff's foot due to unintended downward movement of the base of the table, was to reoccur.